Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen via an implantable pump for intractable spasticity. It was reported that the patient's pump was just implanted on (B)(6) 2025 for normal battery depletion and three days after that, it was 'getting hot inside me when it comes on. This is my fourth implant and I have never had the pump feel hot. It is like a heating pad inside of me.' The company representative later stated that the patient felt heat being generated from pump site and they initially applied ice to keep the area cool but they then presented to the emergency room on (B)(6) 2025. There were no known environmental/external/patient factors. They assessed the area and took their temperature and there was no fever. The patient stated that every hour, the pump started to heat up even more and it felt like it was burning them from the inside out. The pocket looked fine; it was not red or tender and an infection was unlikely. The patient's symptoms were controlled. The pump was interrogated and everything was normal. The pump did feel hot to the touch, like a cell phone when it gets hot. The patient had labs pending but nothing was consistent with the patient having an infection. The pump was replaced and the issue was resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The pump was returned for analysis and the returned device passed all testing in the laboratory and no anomalies were identified. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) and it was reported the issues with the "heating" complaint was now thought to be a reaction from the vancomycin powder used in the pump pocket.